Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow drive) has been manufactured on year 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in south korea. It was reported that the error message ¿head error¿ occurred on the rotaflow console on startup of the device. It was found that the rotaflow drive (rfd) is affected. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported that the error message ¿head error¿ occurred on the rotaflow on startup of the device. It was found that the rotaflow drive (rfd) is affected. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The rotaflow drive was detected as defective and has been sent to getinge service department in germany on 2025-07-28. During the investigation of the affected rotaflow drive by the getinge service department on 2025-07-29, the "head error" could be confirmed. In addition, it was found that the closing assy is broken and the thread on the rotaflow drive cap is defective. Thus, the drive was sent to the supplier emtec for repair on 2025-08-05. Then customer withdrawn the repair order. Therefore, the rfd was returned to the getinge service department on 2025-12-04 and back to the customer on 2025-12-05 unrepaired according to the request of the customer, as the customer decided to purchase a new device. The root cause of the reported head error was caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The most probable root cause for the broken thread on the cap could be determined to wear and tear of the device (device produced in 2012). The reported failure "closing assy broken" was already investigated by getinge lifecycle engineering (lce). Most probable root causes could be determined as - too excessive force - weakening due to manufacturing errors (air inclusions) - weakening due to aging. Uv light (sun) or contact with chemicals. Based on these investigation results the reported failures could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-07-18 for the period of 2012-06-27 to 2025-07-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow console with s/n 90430596 was produced in 2012-06-27. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow drive: the review of the non-conformities has been performed on 2025-08-08 for the period of 2012-06-25 to 2025-07-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow drive with s/n (B)(6) was produced in 2012-06-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported that the error message ¿head error¿ occurred on the rotaflow on startup of the device. It was found that the rotaflow drive (rfd) is affected. No harm to any person has been reported. The affected rotaflow drive has been sent to getinge service department in germany on 2025-07-28. During the investigation at the service department it was found additionally that the closing assy is broken and the thread on the rotaflow drive cap is defective. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The rotaflow drive was detected as defective and has been sent to germany for repair. During the investigation of the affected rotaflow drive by the getinge service department on 2025-07-29, the "head error" could be confirmed. In addition, it was found that the closing assy is broken and the thread on the rotaflow drive cap is defective. Thus, the drive was sent to the supplier emtec for repair on 2025-08-05. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The most probable root cause for the broken thread on the cap could be determined to normal wear and tear of the device (device produced in 2012). Furthermore the failure mode "thread on the cap broken" can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction or total fail due to mechanical influences, e.g.: 1. Falling of rotaflow system (broken holder, user routine violence) 2. Loosening of fastening (wrong installation, aging) 3. System falls to ground (transport in non-fixed manner, user routine violation) 4. General mechanic disturbances. The reported failure "closing assy broken" was already investigated by our lifecycle engineering (lce). Most probable root causes could be determined: - too excessive force - weakening due to manufacturing errors (air inclusions) - weakening due to aging. Uv light (sun) or contact with chemicals. Based on these investigation results the reported failures could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-07-18 for the period of 2012-06-27 to 2025-07-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow console with s/n (B)(6) was produced in 2012-06-27. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow drive: the review of the non-conformities has been performed on 2025-08-08 for the period of 2012-06-25 to 2025-07-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow drive with s/n (B)(6) was produced in 2012-06-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).